Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "hardened breast, different format, like it was not straight, and pain." Physician later reported "lubolated contours and hardening to the right" and "calcifications" confirmed via mammogram. Healthcare professional reported later right side "capsular contracture baker, grade iii". Device remains implanted.